Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which also led to pacing inhibition. The lead was surgically abandoned. No additional adverse patient effects were reported.